Event description:
Hcp reported "pt reported symptoms of opioid withdrawal. Several days later physician attempted to program a bolus dose. Pump showed pump memory error. Easily reprogrammed. Pt still unhappy and demanded replacement of pump". The pump was explanted in 2003. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent if additional info is obtained.